Event description:
The initial reporter alleged discrepant positive results for two patient samples tested with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. For patient a, an initial test on (B)(6) 2022 yielded a result of 2.82 coi (reactive). A subsequent test on (B)(6) 2022 yielded a result of 0.63 coi (non-reactive). The samples were collected from two separate blood draws. The sample from (B)(6) 2022 was identified as the discrepant result. For patient b, an initial test on (B)(6) 2022 yielded a result of 80.29 coi (reactive). A repeat test on (B)(6) 2022 yielded a result of 81.12 coi (reactive). The same sample was rechecked using an immunofluorescence assay (ifa) and tested at another laboratory, both of which returned negative results. Additionally, the patient underwent anti-hcv ii testing at another laboratory, which also returned a negative result. The results from (B)(6) 2022 were identified as discrepant positive results.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A general reagent issue was not identified. A review of quality control data confirmed that they were within specifications. However, calibration data were not available as the reagent was not calibrated; the controls passed, and calibration was not performed as per the operator's decision. Patient sample material was not provided for further investigation, and no instrument-related data were available. False reactive results for the anti-hcv ii assay are covered by the specificity claim as described in the instructions for use (IFU). The IFU recommends rerunning initially reactive samples in duplicate and investigating repeatedly reactive samples using supplemental methods such as immunoblot or hcv rna detection. The root cause of the reported event could not be definitively determined due to limited information. The issue is likely local in nature, and pre-analytical factors or instrument-related issues cannot be excluded. The device remains in operation at the customer site.